Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra2 meter read inaccurately high compared to her feelings/ normal blood glucose results. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2012 and obtained the following information. The patient tests 4-5x daily and her blood glucose usually reads ''below 150 mg/dl.'' The patient manages her diabetes with glucophage pills (500 mg 2x daily), novolog insulin (sliding scale) and lantus insulin (47 units in the evening). The alleged issue began on (B)(6) 2012. The patient reported obtaining a blood glucose result of ''265 mg/dl'' with the subject meter. Due to the alleged issue, the patient administered self an additional 2 units of lantus before bed. The patient claims she woke up early the next morning feeling shaky. The patient drank orange juice and felt better about 20 minutes after. At the time of troubleshooting, the customer care advocate (cca) noted the subject meter was set to the correct unit of measurement. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4) - device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The retain test strips were tested and they passed testing with no faults found.